Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad trace. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests due to keypad damage. The insulin pump was received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 258 mg/dl. The customer states the pump is not working properly. While troubleshooting for high blood glucose the keypad would not work. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.